Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons of the insulin pump were intermittently unresponsive. The customer's blood glucose was 144 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to flattened dome switch on act button. Insulin pump had minor scratches on display window, cracked window and cracked reservoir tube lip.